Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 23-may-2017 and it was reported that the pump was delivering baclofen (125 mcg/ml at 31.25 mcg/day) and dilaudid (10 mg/ml at 2.5 mg/day). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 24-may-2017 and it was reported that the physician confirmed on the surgery date that he had seen a hole at the spinal segment of the catheter. The patient was still recovering and would continue to be managed by her current physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 20mg/ml at 6.095mg/day and dilaudid 2.0mg/ml at 0.6095mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The catheter leaking in spinal segment was reported. The patient reported they had not felt ¿full therapy¿ from the pump for about 1 year ago. The patient further explained no ¿full¿ pain relief noted. The patient stated that no factors contributed to issue. The diagnostics/troubleshooting included that the patient stated they did not get answer from other physicians and therefore was relieved to find this physician. Per the patient this physician explained maybe a leak in the catheter and agreed to catheter revision during pump replacement. The physician removed the old catheter and replaced it with a new catheter. The physician updated only morphine 10mg/ml with a daily dose 0.500mg/day in the new pump. The physician explanted this to the patient and their spouse that they would start with a low dose and continue oral medication until daily dose to desired amount under his care. It was unknown if the issue was resolved at the time of the report and the patient¿s status was noted as alive, no injury. No further patient complications have been reported as a result of this event.